Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she cleanses her skin surrounding her fistula with water, applies prescription nystop powder to the reddened area followed by smith and nephew no sting protective barrier. The end user stated she has tried applying calmoseptine, desitin, algicell to the reddened area, but the redness has persisted. The end user also stated she has been experiencing this redness on and off since (B)(6) 2012. The end users ostomy nurse recommended a different wafer which the end user stated she plans on trying once she receives the samples. The end user also stated she has used suction to her fistula which helps resolve the redness, but she stated she is unable to do this long term. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6), 2014.

Event description:
An end user reported she is experiencing redness around her fistula from the 3 to 9 o'clock position, which she stated extends outward approximately 25mm. The end user went on to state she does experience a burning sensation from this reddened skin when her fistula functions.